Event description:
It was reported that the right atrial lead exhibited high impedance. A chest x-ray revealed the lead was not fully inserted into the connector of pulse generator. The pocket was reopened, the lead was inserted and secured into a new pulse generator. All electrical measurements were within normal limits. There were no complications to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.